Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller indicated that the ins was dead and in overdischarged. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller indicated that the patient is seeing a managing md at the center for spine intervention but the caller did not know the name of the md. Additional information was reported that the ins has experienced thee overdischarge events. The patient and physician has been advised battery and leads will need replacement or leads and battery explanted for MRI. She has non MRI leads and extensions.